Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 553 mg/dl. The customer was not feeling well on the morning of admission. Once admitted, the customer had a slight fever and ear infection. Troubleshooting was performed, and the insulin pump was programmed correctly. No alarms found in the alarm history. Unable to troubleshoot further due to not having any infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.